Event description:
It was reported that the system had a communication error during cine runs. A loss of subtraction, road-mapping, or vascular cine functions could result in pt delay, damaged vasculature, or termination of a procedure. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, cine bridge bard, and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.